Manufacturer narrative:
Through follow-up with the health-care provider, additional information and a copy of the operative report was received. It was learned that the device was explanted, due to mitral regurgitation. Per the operative report of (B) (6) 2009, it was learned that "the mitral valve annuloplasty ring appeared dehisced from the posterior annulus of the mitral valve and was attached only by its original sutures." The device has been discarded, therefore, is unavailable for return.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was initially reported that the device was explanted after an implant duration of approximately 68 months. Information learned from implant patient registry. On (B) (6) 2010 (through follow-up with the heatlh-care provider), it was learned that the device was explanted due to aortic stenosis.

Event description:
It was reported that the device was explanted after an implant duration of approximately 0.03 months, due to unknown reasons. No further details were provided.